Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as tape was not sticking due to sweating.

Manufacturer narrative:
E1 : patient city : (B)(6). Based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 8021545.